Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient was experiencing pain at the ipg and leads site that radiates behind left thigh. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that patient was not using the device because patient no longer felt the pain. The patient underwent an explant procedure. No device malfunction was suspected. Additional suspect medical device components involved in the event: model#: sc-2218-50 serial#: (B)(4) description: linear st lead, 50cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the ipg and leads site that radiates behind left thigh. The patient will undergo an explant procedure.

Manufacturer narrative:
On (B)(6) 2017 additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing pain at the ipg and leads site that radiates behind left thigh. The patient will undergo an explant procedure.

Manufacturer narrative:
Correction to fu #2 MDR: should have been (B)(6) 2018.

Event description:
A report was received that the patient was experiencing pain at the ipg and leads site that radiates behind left thigh. The patient will undergo an explant procedure.